Event description:
It was reported that a malfunction alarm. The customer¿s blood glucose level was 350 mg/dl with high ketones. The customer went to the emergency room and they were subsequently admitted to the intensive care unit (ICU) . The customer was treated with intravenous fluids of insulin and saline. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.